Event description:
Writer found 40 meq ivpb potassium to have infused at a faster rate than the pump was ordered to infuse. It is uncertain how fast the infusion was due to the fact that the infusion did not show the piggy back was complete, it continued infusing at the rate ordered although the actual drip rate is unknown. Np (nurse practitioner) notified and 12-lead-EKG ordered stat with repeat k. Patient and vss stable. This is a repeated event at this facility. Manufacturer is aware. Recalls were investigated for this issue-none identified by supply chain recall coordinator. The pump went through biomedical engineering and passed all tests.